Event description:
The customer reported that he received an unexpected restart alarm. Another alarm was also found in the history. The customer's blood glucose was 162 mg/dl. The customer stated that the unexpected restart alarm occurred shortly after inserting a new battery. The customer was advised to wait until he receives a low battery or weak battery alarm to change the battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.